Event description:
It was reported the lead showed high frequency signals evidence of a lead conductor fracture. A new lead was placed for pacing and sensing and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.